Event description:
It was reported that a homechoice device experienced an unspecified alarm during the set up phase of peritoneal dialysis therapy. The patient was not connected at the time of the alarm. A technical service representative discussed the use of continuous ambulatory peritoneal dialysis therapy to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Reported event was unknown; however, a check lines and bags alarm was identified during a review of the event history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed and no issues were noted. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.